Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.